Event description:
The reporter stated the surgeon loaded a 11.5mm icm115v4 implantable collamer lens. As the surgeon pushed the lens into the cartridge nozzle, he looked at it through the microscope in order to confirm the lens was aligned. He saw something like a crack on the lens and decided not to proceed with the surgery. Not sure if lens was received cracked or if it might have been damaged by the pressure of the plunger. There was no pt contact.

Manufacturer narrative:
(B)(4).